Manufacturer narrative:
Concomitant medical products: cmrm6133 tyrx, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture and was revised. An absorbable envelope was placed during the revision procedure. It was further reported that the patient then experienced erythema, pocket swelling, pocket infection and pocket erosion. The implantable pulse generator (ipg) system was explanted and later replaced. Cultures were taken and antibiotic treatment was necessary. The organism was identified as morganella morganaii. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.